Manufacturer narrative:
The implant date is an approximate date. Only the year (2017) is known.

Event description:
It was reported that the patient underwent a revision surgery due to a supersonic transporter (sst) deformity. The stt deformity developed after the implantation of an inflatable penile prosthesis (ipp). The surgeon performed an sst suture repair, and replaced the existing 2.0 cm rear tip extenders (rte) with new 4.0 cm rte. The desired result was achieved after this intervention. The explanted 2.0 cm rte were not returned for investigation.